Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath unit from lot: 9065958 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of gel-like foreign matter on the cannula of the unit. A sample of the foreign matter was collected and sent for ftir spectroscopy. It was determined that it was silicone. Silicone was used during the tipping process and was most likely introduced to the unit then. Based off the visual inspection and testing the engineer was able to verify the reported defect h3 other text : see h.10.

Event description:
It was reported that before use of the bd insyte¿ IV catheter there was foreign matter in the catheter tube. There were two catheters with this condition. The following information was provided by the initial reporter: foreign material in the catheter tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter there was foreign matter in the catheter tube. There were two catheters with this condition. The following information was provided by the initial reporter: foreign material in the catheter tube.